Event description:
The decay factor for the source is not taken into account when recalling an existing patient file and when no treatment parameters are changed;i.e., when recalling an existing file the original source strength and parameters are displayed and are used for treatment purposes. Note: this problem was previously reported as 1121753-1997-0005.